Event description:
During the surgical procedure - trans-sphenoidal resection of pituitary tumor, the tip of the burr broke off inside the patient's sphenoid sinus while the surgeon was using it. The broken tip was retrieved and removed from the patient. The burr was inspected and taken off the field, confirmed all pieces were removed by surgeon. No injury/harm to the patient.